Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient suffered bilateral deflation. Hence, left side pain was updated to deflation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast pain and palpable lump (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with an 525cc mentor smooth round moderate profile on the right and 575cc mentor smooth round moderate profile on the left side. It was reported that the patient was presented with right side breast implant deflation, and left side breast pain and palpable lump. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.